Event description:
It was reported that the compressor mini did not deliver compressed air to the connected ventilator. There was no patient harm reported. Manufacturer reference # : (B)(4).

Manufacturer narrative:
Our investigation into this complaint has been finalized. Investigation on-site by our field service engineer was able to confirm the reported failure, that the compressor-mini alarmed with high pressure and then went into stand-by mode. After replacement of the circuit board, the compressor mini was running as expected and the device was returned back to clinical usage. The returned circuit board was installed in a reference compressor mini that confirmed the failure. In further investigation there was found a broken pressure sensor. In a microscopic investigation of the sensor, there was found small particles of foreign material on the sensor membrane, but it could not be determined if this was the root-cause. If the compressor mini cannot deliver enough air pressure, the connected ventilator will alarm for low air supply pressure and high o2 concentration. If no o2 gas is connected to the ventilator, it may lead to a stoppage of ventilation.

Event description:
(B)(4).